Event description:
The customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib and ffb boards. System operates as intended. (B) (4)